Event description:
Narrate the description: (september 2, 2009). The physician claims that during the tunneling portion of an exxcel soft graft procedure, the graft broke. The alleged defective graft was removed and replaced with a competitor's. There was no injury to the patient.

Manufacturer narrative:
Being investigated. Awaiting product return. Should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.